Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15897. It was reported the patient experienced an infection at the incision sites. The patient was hospitalized and placed on antibiotics. Cultures were taken, however, the results are not available. Surgical intervention was undertaken and the patient's scs system was explanted.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15897. Follow-up information indicated prior to the scs system being explanted, the patient experienced a hematoma at the lead incision site which caused the site to become painful and swollen. The issue has resolved.

Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.